Manufacturer narrative:
(B)(4): eval results: (arterial and venous occlusion, death).

Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 7.6cm thoracic aneurysm approx three months ago. The event was reported from a clinical report form. The iliac vessels had moderate calcification and no tortuosity. The stent graft delivery system was advanced through the right femoral artery and the first stent graft was implanted in zone 3, the second and third devices were implanted in zone 4 without issue. It was reported that the pt remained in the hospital following the stent graft procedure. Three days post stent graft implant, the aneurysm was compressing the pt's trachea. The pt was extubated, then became progressively more somnolent, incubated emergently for hypercapnic respiratory failure and was put on dialysis (for renal failure). The pt had a act with contrast one month a ago revealing stent graft thrombosis and the size of the thoracic aneurysm was 7.2 cm in diameter. The pt was put on dnr and comfort measures by the family. It was reported that three months post stent graft implant, the pt expired. The investigator stated that the death was not related to the device or the procedure.